Event description:
3 implants placed 9/25/96 (1 right side, 2 left side). Pt experienced gross swelling and some pain on left side. Both implants were removed 10/16/96. Pt is a former smoker, had collapsed lung in the past, on no meds now. Antibiotic prescribed on removal date.